Manufacturer narrative:
The analysis of the computer for the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer required replacement. Upon replacing the computer, the system then passed the system checkout and was found to be fully functional. The computer has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that during setup for a case (no patient present yet), the site was in the spine application and while verifying instruments, the system "went to sleep". Upon booting the system, and entering the spine application, the system became unresponsive. The site opted to use an alternate navigation system for the pending procedure. There was no patient present when this issue was identified.